Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va10k5s, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had a lack of therapeutic effect. The patient presented at the hospital for a lead revision on (B)(6) 2016 after the hcp's office checked their lead impedance all the way up to 3.5 amps and the response on the clinician programmer was that all electrodes were greater than 4000 ohms. When the hcp opened the battery pocket during the procedure, they uncovered the battery and lead in the pocket site, however the battery wasn't attached to the lead. The lead had snapped in half and the distal point of the lead was still inside the battery. No environmental, external, or patient factors could have led or contributed to the issue. The implantable neurostimulator (ins) and lead were replaced and were returned. The issue was resolved at this time and the patient was alive with no injury. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis of the tined lead (va10k5s) found that the lead body conductor was broken due to overstress/damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.